Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the screw of a vise grip fractured into two pieces during use. The pieces of the screw fell into the surgical incision but were removed. There was no adverse event to the patient or delay over 30 minutes.

Manufacturer narrative:
The returned device was examined. The screw of the vice grip was found to be fractured into two pieces. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The cause can likely be attributed to pulling on the device while manipulating the rod, as reported in the complaint.

Event description:
It was reported the screw of a vise grip fractured into two pieces during use. The pieces of the screw fill into the surgical incision but were removed. There was no adverse event to the patient or delay over 30 minutes.